Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No specific complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00150. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint reviewed. Device history record reviewed. Product not returned.(B)(4).

Event description:
Allegedly revised due to unknown reasons.